Manufacturer narrative:
The reported event was confirmed by CAPA association. Too little/lack of lubrication, not enough coating are the root cause of the failure. A DHR review was not required because the investigation was confirmed by the CAPA association. A risk review and labeling review is not required because the investigation was confirmed by the CAPA association. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that some of the magic 3 hydrophilic intermittent catheter were not lubricated and if the patient used them, it caused pain and discomfort. No medical intervention reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that some magic 3 hydrophilic intermittent catheters were not lubricated and if the patient used them, it caused the pain and discomfort. No medical intervention reported.